Manufacturer narrative:
The patient has fallen and cut up a gash over his right hand back, 6-7 cm long and about 1 cm deep. Staff was not nearby when the accident occurred but the patient lay in such a way that it appeared that the wound was caused by the lower edge of the tube to adjust handles height. Sharp finish on tube. The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The function(s) are the same, they all have brakes and locking mechanisms, the biggest difference would be 3 wheel vs. 4 wheel. This alleged incident occurred in (B)(4).

Event description:
The patient has fallen and cut up a gash over his right hand back, 6-7 cm long and about 1 cm deep. Staff was not nearby when the accident occurred but the patient lay in such a way that it appeared that the wound was caused by the lower edge of the tube to adjust handles height. Sharp finish on tube.